Event description:
False negative result (s). False negative. Customer states that he had rebound after 5 days of paxlovid. Occurred 2 days after a negative antigen test. Positive home antigen test 2 days following negative test.